Manufacturer narrative:
H6: the reporter responded to ventec's attempts to obtain additional information about the event. The reporter clarified that despite what was originally reported, there was actually no patient use associated with the event. As a result, section a1 has been updated to "none" and section h6, health effect impact code has been updated to 2645. The device was evaluated by ventec where the reported issue of it alarming and rebooting on its own was confirmed. An internal inspection of the device was performed which revealed that the cough assist valve's poppet had a torn rubber ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the cough assist valve's poppet had a torn rubber ring.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec while using cough therapy, the device would alarm and reboot on it's own. In this state, the device would be inoperative. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Multiple attempts were made to obtain additional patient information; however, further information was not provided.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).